Manufacturer narrative:
Follow-up #1 date of submission 08/15/2016-correction: additional product evaluation comments: unrelated to the original complaint, the battery compartment was noted to be cracked. A leak test was performed and failed due to battery compartment leaks.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: during investigation, a visual inspection of the pump showed moisture damage under the display lens. The pump was unable to power on and was completely unresponsive during investigation. Further testing was not able to be performed due to no power to the pump. The pump was opened and there was evidence of moisture damage found on all components inside the pump.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had no power and there was moisture visible behind the display. It was noted that the top of the battery cap was torn. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.